Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced multiple power disconnect alarm. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. However, log file analysis revealed that the controller, (B)(4) in use during the event date contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Alarm log files revealed three (3) power disconnect alarms involving (B)(4). During the power disconnect alarms a safety alert word (saw) value was recorded indicating that a cell pair depleted below a voltage threshold. As a result, the reported event was confirmed. Based on the available information, a possible root cause of the reported event could be attributed, but not limited, to a battery malfunction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.